Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false detection of a loaded set at load points 3 and 4, which was reproduced. The reported symptom was confirmed through a review of the event history log. During evaluation, a failed processor printed circuit board (pcb) was determined to be the cause of the reported symptom. The failing processor pcb was replaced.

Event description:
It was reported that a spectrum pump falsely detected a set loaded at load points 3 and 4 when it was only loaded into point 2 while in the medical pulmonary unit. It was also reported there was no patient involvement.